Manufacturer narrative:
Concomitant medical products: 5076-45 lead; implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device could not be interrogated, with an assumption of complete battery depletion. It was noted that the device was over 11 years old, and that the patient was a poor historian, with no further contextual information available. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.